Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. After initial troubleshooting, the customer was assisted with resetting the pump, but the same malfunction code recurred. The decision was made to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.